Event description:
Hcp reported the patient presented with signs of cathetr fibrosis such as new or different sensory complaints or paresthesia in the "back & rle". A CT myelogram was done which showed found two catheters within the thecal sac. The one, which ends at the level of t11 does not demonstrate any evidence of a surrounding soft tissue mass which would be consistent with the history of fibroma. The one that ends at the level of t12-l1 has a surrounding soft tissue mass which would be consistent with the history of fibroma. The catheter was "pulled back" 13 days later. The patient is reported to have "improved pain in legs, increase pain in back".